Event description:
(B)(6) trial: it was reported that the patient experienced a left bundle branch block. The patient was enrolled in the (B)(6) study in (B)(6) 2019 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient received a loading dose of 81 mg of aspirin. A lotus introducer was placed. The aortic valve was treated with deployment of a 25 mm lotus edge valve. There was correct positioning of the valve into the proper anatomical location. On the same day as the index procedure, the patient was diagnosed with left bundle branch block. Electrocardiogram was performed as a diagnostic procedure. No action was taken to treat the event. On the same day, the event was considered to be recovered and resolved.

Event description:
Reprise IV trial. It was reported that the patient experienced a left bundle branch block. The patient was enrolled in the reprise IV study in august 2019 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient received a loading dose of 81mg of aspirin. A lotus introducer was placed. The aortic valve was treated with deployment of a 25 mm lotus edge valve. There was correct positioning of the valve into the proper anatomical location. On the same day as the index procedure, the patient was diagnosed with left bundle branch block. Electrocardiogram was performed as a diagnostic procedure. No action was taken to treat the event. On the same day, the event was considered to be recovered and resolved.